Event description:
Customer states that after bringing pt out of ambulance and cot was rolling to the ed with a pt, the power-pro cot (B)(4) suddenly dropped a foot or so. No injury to pt, but one operator complained of a finger injury.